Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305270 batch#: 1110057. It was reported that the bd syringe integra 3ml w/ndl 25x1 rb needle retracted prematurely. The following information was provided by the initial reporter: rcc received a complaint via email. Item(s): 305270 lot(s): 1110057 and happened once before about 2 months ago date incident occurred: (B)(6) 2025. Was the patient impacted? If yes, describe: spring tab on end (that possibly retracts the needle?) Broke off dumping medication out. This happened twice so he lost 2 doses and can¿t get the neds replaced. Uset about that part more than the faulty syringe.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 1110057 is considered in compliance with our product specification requirements.

Event description:
No additional information provided.